Manufacturer narrative:
Internal report reference number: 64522-1 syringes were not returned for evaluation. Note: manufacturer contacted customer within several follow-up emails to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Manufacturer received complaint via e-mail. Consumer reported complaint for the syringes (no aspiration). Customer had purchased a box of single-use syringes about a month ago. Since then a few of the syringes malfunctioned while attempting to fill them with insulin. The customer did not report symptoms or medical attention. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 01/12/2023.